Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of less than 20 ohms. Additionally, there was noise, oversensing and inappropriate anti-tachycardia pacing (atp) noted from a patient surgery. The patient was not pacemaker dependent. The patient was brought in to their clinic, and several shock impedance tests were performed, with normal results. The patient would continue to be monitored. Additional information was received which noted that the noise and impedance issues were due to the patient using a transcutaneous electrical nerve stimulation (tens) unit for physical therapy. The tens unit caused electromagnetic interference (emi) with the device system. No adverse patient effects were reported. The device remains in service.